Event description:
*Literature case* "influence of lateral retinacular release on anterior knee pain following total knee arthroplasty". Authors: zhu yongliang, et al. In this study there were 132 patients bearing genesis ii posterior cruciate ligament-substituting implant. It was reported that a patient presented with a poor patella position.

Manufacturer narrative:
H3,h6: it was reported from a literature review from authors: (B)(6), on "influence of lateral retinacular release on anterior knee pain following total knee arthroplasty" that the patient with a poor patella position. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Possible causes could include but not limited to healing complications or patient medical history. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.